Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump's bolus port is not working. There was no reported injury to the patient.

Event description:
Additional informaiton received indicated that there was no patient involved.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis with the tamper seal missing. There was damage on the lens and a pin was stuck inside a port. The event history log was checked, and various dose code alarms were recorded. The cause of the reported issue of " bolus port not working" is believed to be due to the broken pin that was found inside. The lemo connector will be replaced to resolve the issue.